Event description:
Customer reported receiving lost sensor alarms on her inslin pump. She also reported differences between her sensor glucose and blood glucose readings. She stated her sensor glucose reading would be 70 mg/dl and her blood glucose would be 300 mg/dl. The customer stated her sensors were not kinked or bent upon insertion. She also reported having a blood glucose of 550 mg/dl. The customer's blood glucose was 350 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).